Event description:
The customer reported that during an ultrasonic guided rfa procedure, the needle was inserted between the pt's ribs to reach the tumor situated at subcostal part (tumor: s7, about 2 cm large). Also in use was a metal guiding needle attached to a toshiba probe. During the procedure, the doctor felt an area around his hand got hotter than usual and noticed a burn injury at the insertion site on the pt. The procedure was suspended. After the procedure, it was confirmed that a part of the coating of needle was type of treatment is unknown.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.